Event description:
It was reported that when using the bd pyxis¿ anesthesia station es login page was not displayed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was not showing a login page. A field service engineer (fse) reimaged the unit, but the system did not initially boot into the application. The full data synchronization was completed. The fse then re-engaged the technical support specialist, remotely accessed the unit and later confirmed that the system was up and running with no remaining issues. The system functioned as intended after field service engineer troubleshot the device.